Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing low blood glucose level 52 mg/dl which was treated by food. Customer's blood glucose level was 189 mg/dl at the time of reporting. Customer stated that insulin pump had compromised forced sensor system error. Customer was using insulin pump within 48 hours of reported event. Insulin squirting out event after motor stops during manual prime process. Customer declined troubleshooting for low blood glucose level. Device will be returned for analysis.